Event description:
The pt reported her ipg is unable to communicate with her charging system. The pt reports she has not used her scs system in two years. The sjm representative confirmed the issue using the external devices. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.